Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's generator migrated superiorly and was somewhat riding under belt line interfering with the patient's activity. The patient was experiencing pain with the ipg position. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well post operatively.